Manufacturer narrative:
Correction b5: the customer reported that the screen on the pump was burnt and not the pump itself. Additional information h3, h6 and h10: baxter received and evaluated the device. The screen was observed to be intact and there was no damage that would indicate that the ¿screen of the spectrum iq infusion pump was burnt¿. Instead, the screen was found to have damage visible on the liquid crystal display (lcd) screen with evaluation noting that no burn was present. The lcd was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had burnt. The event occurred during an unspecified process step somewhere in the user facility. There was no known patient injury or medical intervention associated with this event. No additional information is available.